Manufacturer narrative:
The customer reported that the unit was unexpectedly shutting down. On (B) (4) 2009, philips fse went to he customer site and verified the failure. Replacement of the battery resolved this issue.

Event description:
The customer reported that the unit was unexpectedly shutting down.